Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). .the device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case had two broken tube holders, cracks near the tube holders and corners, and the right plunger case was cracked. Auxiliary control unit (acu) watchdog failure found in the event history log. During functional testing using the power up process the reported issue was unable to be duplicated. There was contamination on the main board which is what was causing the intermittent of the error. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of cracking in the top case that was customer induced via the use of disinfectants that attacked the top case plastic or significant impact to the device. Replaced the main board and performed power up process and all functional testing which passed.

Event description:
It was reported that the pump exhibited an auxiliary control unit (acu) watchdog failure. No patient injury was reported.